Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported that three u by kotex sleek regular tampons fell apart and unraveled while removing. She is unsure if any tampon pieces were left inside. Consumer developed an infection that caused discomfort, itching, discharge, and odor. Consumer contacted her doctor over the phone and doctor prescribed fluconazole (oral) usp 150mg tablet. She took it for 3 days. Consumer reports no change to infection or symptoms. She plans to seek additional care.